Event description:
A customer reported via phone call indicating that their insulin pump had shut off. The customer reinserted the batteries after taking it out and the insulin pump worked again. However, the pump suddenly turned off again. The customer stated they received a battery out limit after reinserting the battery the first time. The patient's blood glucose level was unknown at the time of the call. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.